Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: date: (B) (6) 2010, inratio: 1.9, reference: 3.5, mean 2.70, confidence limits 1.7-3.8, 0.5 lapse between two readings above. The following results are from a correlation study that the hospital performed in response to the above complaint: the mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. There is insufficient info to determine the root cause of customer's test result discrepancy. As of 01/27/2010, 23 discrepant result complaints were reported for lot #216969 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.9, lab: 3.5.